Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 328 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer had thought that the high bg may have been related to medication that "kicks in later in the night". The next morning the bg level was 40 mg/dl. Food and juice were consumed to address the bg level. The customer reported that too much insulin had been delivered (over compensated) for the high bg and meal the night before. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.